Event description:
Per the clinic, the patient was hospitalized (date not reported) due to an inflammation at the implant site. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.